Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Manufacturer narrative:
The device remains implanted, pending a review of device data. Engineering review of the device data revealed the fault code 1002 had been set prior to the implant procedure, on (B)(6) 2016. The device was taken out of storage mode and implanted on (B)(6) 2016. It was not known why the fc was not observed at the implant procedure. The average power consumption of the device was 122uw, which is much higher than the expected 28.5uw power consumption. There was a random spike of 263uw recently and since that time the level has dropped to about 65uw. Therefore, the reliability of the device was in question and it should be replaced and returned for laboratory analysis. The field representative provided the analysis results to the clinicians caring for this patient. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented for a routine device follow-up one month post-implant. Interrogation of the device revealed a fault code 1002 and the remaining battery longevity was only four years. While the patient was paced 100% in the right ventricle, lead measurements were within normal limits and the programmed settings did not account for the faster than expected battery depletion. A boston scientific technical services consultant discussed this code was observed when the battery usage was higher than expected while a device was in storage mode and was usually observed during pre-implant testing. However, when this device was implanted, no errors or faults were observed. A download of the device memory was requested, for an engineering analysis of the device data to determine the cause of the fault code. No adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for laboratory analysis. This report will be updated after analysis is complete.

Event description:
Boston scientific received additional information that this device was explanted and replaced. No additional adverse patient effects were reported.